Manufacturer narrative:
This MDR was submitted in error against the bd phoenix¿ m50 automated microbiology system instrument. The issue was caused by the panel phoenix nmic/ID-441, which is not sold in the us and no similar product is sold in the us. MFR report #1119779-2022-01336 should be considered canceled.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification occurred. The following information provided by the initial reporter: "misidentification results are increasing hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details it is said that the correct report is being made by the additional confirmation test."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification occurred. The following information provided by the initial reporter: "misidentification results are increasing. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details it is said that the correct report is being made by the additional confirmation test."